Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
Upon startup, the thermogard console (sn (B)(4)) displayed a tcm ID:06 (ce post error) message. No known impact or consequence to patient reported. No further information provided.

Manufacturer narrative:
The report of tcmid06 (ce post failure) error message was not reproduced during functional testing of the thermogard xp ivtm console sn (B)(4). However, the analysis of the retrieved event log confirmed the occurrence of tcmid06 error messages. The probable root cause is due to liquid contamination as a result of user error. Upon visual inspection, the console was received with liquid contamination on the console. Functional testing was performed and no issue was observed. The console passed all tests. After opening the console's display head and casing, it was observed that the processor board was contaminated with dried out liquid due to user might have likely spilled liquid on the console. The analysis of the event log revealed tcmid06 error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).